Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while checking a locking compression plate (lcp) large fragment on (B)(6) 2013, it was noticed that there was a visual difference in the head of the lcp locking screws 5.0mm. 26 screws were found with that variation. It was also reported that there was a variation when the screws were placed in the plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Additional information. Product was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that these screws are being manufactured in different plants using different manufacturing tolerance set ups. Therefore the difference of the finish of the screw heads. All screws are within their tolerances and can be used without any hesitation. The information has been passed on to the pdc; we are currently in the harmonizing process of these screws. Screws are being manufactured in different plants, all screws are within tolerances. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Devices used for treatment, not diagnosis. Corrected data: this report is for 30 unknown screws / unknown lot(s).